Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in damaged condition. The front and rear housing, and screen were both scratched. The reported chipped housing was confirmed. A review of the event history log showed evidence of the reported error code: "lec 1310." The error code was cleared. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump displayed error code 1310. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to 2645.

Event description:
It was reported that the pump displayed error code 1310. No patient injury or complications were reported in relation to this event. Additional information was received on 03/05/2020 indicating that there was no patient involvement.